Event description:
It was reported that during a lap gastric bypass procedure, the device had error code 5 while making an otomy in preparation for jejunostomy. Handpiece was replaced and continued case without consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked and nicked; in addition, the tissue pad was found to be partially melted. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure. Avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.